Manufacturer narrative:
Please note that the exact event date is unknown. It was reported that a patient underwent placement of an unspecified vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to the filter had projected beyond the lumen of the inferior vena cava and one strut abuts the lateral wall of the aorta, this was identified via an unknown scan. The patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient's body. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use, for both the trapease and optease filters, notes vessel damage such as intimal tears and perforation as a long-term and a procedural complication associated with ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an unspecified vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to the filter had projected beyond the lumen of the inferior vena cava and one strut abuts the lateral wall of the aorta. The patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient's body.

Manufacturer narrative:
After further review of additional information received, sections have been updated accordingly: age, date of event, date of this report, report source. Additional information received per the patient profile form (ppf) states that the patient received an unknown vena cava filter sometime in 2008. The medical records state that an unspecified vena cava filter was implanted on an unspecified date in 2011.  Event: additional information received per the patient profile form (ppf) states that the patient received an unknown vena cava filter sometime in 2008. The medical records state that an unspecified vena cava filter was implanted on an unspecified date in 2011.  The patient has an extensive medical history, but it is unclear if the conditions started before or after the index procedure. The medical records indicate that the patient has a history of obesity, asthma, hypertension, copd, joint replacement, diabetes, arthritis, chronic neck pain, chronic back pain, chronic hip pain, hip replacement, spinal stenosis, back surgery, neuro surgery, cervical fusion and deep vein thrombosis. The patient has had multiple surgeries on her hips and has experienced multiple complications. The medical records indicate that after the index procedure, computed tomography (CT) scans indicate the patient has pulmonary embolism in the right lung. Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting, occlusion of the inferior vena cava, right lung pulmonary emboli, mood swings, difficulty concentrating, loss of focus, depression and anxiety. The form also states that device was unable to be retrieved. There have been no attempt to remove the device. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received. Event: it was reported that a patient underwent placement of an unspecified vena cava filter. The information provided indicated that the filter subsequently malfunctioned and perforated beyond the lumen of the inferior vena cava and one strut abuts the lateral wall of the aorta, this was identified via an unknown scan. The patient is also reported to have experienced blood clots, clotting, and/or occlusion of the inferior vena cava (ivc), pulmonary embolism mood swings, difficulty concentrating, loss of focus, depression and anxiety. The information indicated that the device was unable to be retrieved, however, there have been no attempt to remove the device. The patient indicated that the ivc filter was placed in 2008, however, the medical records suggest that it was implanted on an unspecified date in 2011. The medical records note an extensive medical history, but it is unclear if the conditions started before or after the index procedure. The patient has a history of obesity, asthma, hypertension, copd, joint replacement, diabetes, arthritis, chronic neck pain, chronic back pain, chronic hip pain, hip replacement, spinal stenosis, back surgery, neuro surgery, cervical fusion and deep vein thrombosis. The patient has had multiple surgeries on the hips and has experienced multiple complications. Approximately four years after the patient reported implant date of 2008, the patient was admitted to the hospital for complaints of nausea, vomiting, and diarrhea, the patient was diagnosed with gastroenteritis and discharged four days later. A computed tomography (CT) scan of the abdomen performed during the admission and noted the presence of the ivc filter and was otherwise unremarkable with no acute process identified. Approximately two and a half years later the patient was seen in the emergency department for left lower quadrant pain had a negative CT scan and was sent home on antibiotics for a urinary tract infection. Approximately one month later, the patient presented to the emergency department for gripping left lower quadrant pain that had been worsening for the past month, since the last admission. The patient said the pain from the prior admission never really went away. The medical records for this admission are incomplete, as such the work-up and diagnosis is unknown. Approximately eleven months later the patient presented to the emergency room with sudden onset right chest pain. A CT angiogram of the chest was performed for complaints of chest pain. Results showed a small pulmonary embolism in the right upper lobe, coronary artery calcification and emphysema. A duplex ultrasound of both lower extremities was performed for leg swelling. The findings noted non-visualization of the right calf veins and limited evaluation of the left peroneal veins. The veins have normal spontaneous and phasic flow and are easily compressed. The impression of the exam was not provided. Of note the patient underwent a total left knee arthroplasty one month prior to this admission. Approximately seven months later a CT scan was performed for evaluation of the filter location. Results showed the filter was present just below the renal veins, the scan was otherwise unremarkable. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting and/or occlusion of the ivc do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. The event is not demonstrated in the CT scan reports that were provided with the medical records. A review of the instructions for use, for both the trapease and optease filters, notes vessel damage such as intimal tears and perforation as a long-term and a procedural complication associated with ivc filters. Mood swings, anxiety and depression do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.